Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 1.2mm x 12mm threader balloon catheter was selected for use to dilate the lesion. The balloon was advanced with difficulty in crossing the target lesion but the physician managed to cross the balloon to the lesion. However, upon the first inflation, the balloon ruptured at 4 atmospheres after a duration of 3 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.